Event description:
S/p bilateral breast implants with severe deformity and contractures of breasts, bilateral mastodynia, and breast asymetry. 9/2-bilateral removal of breast implants and bilateral reconstruction. Yellow, creamy fluid removed from breasts. Pathology findings: on capsules. Pseudosynovial metaplasia, foreign body giant cells, chronic inflammation.